Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: (B)(4), model : 101-9812, serial : n/a, lot: 800328.

Event description:
It was reported that following an implant procedure of two superion indirect decompression devices, the patient experienced a burning pain. The patient was administered a steroid injection, however, it wore off almost immediately and offered no relief. It was noted that the correct size implant was used. No further information has been obtained regarding the patient despite good faith efforts.